Manufacturer narrative:
The customer advised physio-control that they have decided to not repair the device. The device has not been returned to physio-control for evaluation. A cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control recommended the customer replace the battery as the current battery installed into the device was expired. The customer has not provided any additional information regarding the status of the device. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had a service indicator present on the display and that it would no longer power on. There was no patient use associated with the reported failure.